Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation found the conductor wire of the instrument damaged and sticking out of the conductor wire cap. The wire insulation was found to be damaged. However, the instrument passed an electrical continuity test. No damage was found on the instrument's yaw pulley. On (B)(4) 2013, intuitive surgical inc. (Isi) contacted the isi clinical sales representative (csr) of the site and obtained additional information regarding the reported event. The csr did not know if the instrument was inspected prior to use or if the instrument collided with any other instruments during the surgical procedure. The csr indicated that it was unknown if the instrument was removed at any time during the surgical procedure. Per the csr, the surgical procedure was not recorded. The surgical procedure was completed using a replacement permanent cautery hook instrument. The csr confirmed that there was no harm to the patient as a result of the reported event.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff noticed sparks and smoke coming from an exposed cable on the permanent cautery hook instrument. The instrument was reportedly removed safely and the planned surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.